Manufacturer narrative:
Product analysis: the device was discarded, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was implanted valve-in-v alve inside a previously implanted 21 millimeter (mm) surgical valve. An 18 french (fr) non-medtronic introducer sheath was inserted, a non-medtronic guidewire and snare were used for delivery. After the delivery catheter system (dcs) passed through the surgical v alve, systolic blood pressure decreased to 40-50 millimeter of mercury (mmhg). The valve was immediately deployed in a proper position with no improvement in hemodynamics. Cardiac massage was started, and transesophageal echocardiogram (tee) revealed a suspected p ericardial effusion. The cause was investigated but no apparent cause was found. The patient left the operating room while on percutaneous cardiopulmonary support. Following the valve implant, the patient died. The cause of death was not reported. Per the physician, the cause of the hypotension was suspected to be the rupture of an aortic aneurysm. The valve did not contribute to the rupture. It was possible that the dcs contributed to the rupture as it passed the aortic aneurysm.

Manufacturer narrative:
Additional information was received that a post-mortem computed tomography (CT) scan was performed and revealed a wall calcification deflection for the aortic aneurysm and pleural effusion was accumulated on both sides. It was confirmed that the patient was in hemorrhagic shock due to a rupture of the aortic aneurysm. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the device was discarded, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was implanted valve-in-v alve inside a previously implanted 21 millimeter (mm) surgical valve. An 18 french (fr) non-medtronic introducer sheath was inserted, a non-medtronic guidewire and snare were used for delivery. After the delivery catheter system (dcs) passed through the surgical v alve, systolic blood pressure decreased to 40-50 millimeter of mercury (mmhg). The valve was immediately deployed in a proper position with no improvement in hemodynamics. Cardiac massage was started, and transesophageal echocardiogram (tee) revealed a suspected pericardial effusion. The cause was investigated but no apparent cause was found. The patient left the operating room while on percutaneous cardiopulmonary support. Following the valve implant, the patient died. The cause of death was not reported. Per the physician, the cause of the hypotension was suspected to be the rupture of an aortic aneurysm. The valve did not contribute to the rupture. It was possible that the dcs contributed to the rupture as it passed the aortic aneurysm.

Manufacturer narrative:
Correction: the date of death was omitted in errors. B2 was corrected. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.